Manufacturer narrative:
The product has been received for analysis. If upon the completion of the device analysis any further information is received, a supplemental report will be created.

Event description:
It was reported that this right atrial (ra) lead was attempted implant due to unstable p wave numbers at positioning, high pacing thresholds and high impedance. It was noted on fluoroscopy that the helix retracted without wrench rotation. This occurred several times after reposition attempts. At the last attempt, the lead dislodged when the stylet was removed. At this point, the physician questioned the integrity of the lead. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity, electrical and device to device interaction tests. Complete lead was returned intact, not severed. Dried blood was noted in housing and neck region (tip). Helix was retracted. Product investigation showed no conductor fractures. Lead was determined to have met specifications. Therefore, the complaint is no longer reportable.

Event description:
It was reported that this right atrial (ra) lead was attempted implant due to unstable p wave numbers at positioning, high pacing thresholds and high impedance. It was noted on fluoroscopy that the helix retracted without wrench rotation. This occurred several times after reposition attempts. At the last attempt, the lead dislodged when the stylet was removed. At this point, the physician questioned the integrity of the lead. This lead was successfully replaced. No additional adverse patient effects were reported.